Event description:
It was reported the insulin pump did not have an audible tone. No further information was provided.

Manufacturer narrative:
Analysis revealed the insulin pump did not have an audible tone due to broken transducer wire.